Event description:
"This lead became dislodged multiple times since implant in this very large-chested patient likely due to the superficial pocket location. The lead is now being removed and the generator pocket repositioned. The patient has no discernable sinus node dysfunction, so the atrial lead is not being replaced and the atrial port will be plugged."